Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2022, a proximal type I endoleak was observed. On (B)(6) 2022, the re-intervention took place, the left renal artery was coil embolized and an additional stent graft was placed up to below the right renal artery. The patient tolerated the procedure. The physician reported that it was challenging case to place the device under the left renal artery at initial procedure since the length of proximal neck was short and tortuous.